Event description:
Additional information was received as follows: per the physician, the cause of the event could have been attributed to the device not having sufficient coverage in the common iliac artery during the index procedure. During the index procedure, coverage could have been extended to the bifurcation of the external iliac artery. However, the implanting physician elected to complete the procedure without extending coverage.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that a follow up CT scan showed the endurant ii limb had migrated proximally, resulting in a distal type I endoleak. The patient received treatment by extending with another endurant ii stent graft, successfully resolving the event. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.